Manufacturer narrative:
(B)(4). The device was not returned, therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hiatal hernia and ¿a couple of small hernias down below in the stomach¿ coincident with automated peritoneal dialysis (pd) therapy. The cause of hernias was due to, the patient being in physical therapy and not being drained. One month following the diagnosis of the hernias, dianeal and extraneal therapies were discontinued . Two days prior to discontinuation of pd therapy, the patient was started on hemodialysis. One day after discontinuing pd therapy, the patient was hospitalized for hernia repair. On an unreported date, the patient underwent surgery for hernia repair for all of the hernias. Two days after being admitted, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the hernia events. No additional information is available.

Manufacturer narrative:
(B)(4). Date of event: on an unreported date in (B)(6) 2015, the patient experienced a hiatal hernia and a couple of small hernias in the stomach (exact number not reported). On (B)(6) 2015, the patient was diagnosed with the hernias. Should additional relevant information become available, a supplemental report will be submitted.